Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated a lead integrity alert (lia), oversensing due to non-physiologic signals/sic (sensing integrity counter), and impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(4) 2014, rv bipolar lead impedance spiked from 779 ohms to 4047 ohms. Beginning (B)(4) 2014, sensing integrity counts measured 304. There were also high-rate non-sustained episodes with evidence of lead noise oversensing. An rv lead integrity warning occurred (B)(4) 2014 for sic greater than 30 in 3 days and rv lead impedance variation.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 429688 lead, implanted: (B)(6) 2011; 5554-45 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had alerted for noise for short interval counts (sic). Detection criteria were adjusted and the number of intervals to detect was maximized. The lead remains in use and the patient, who had refused a lead revision, will continue to be monitored. No patient complications have been reported as a result of this event.